Event description:
The patient's generator was replaced prophylactically. Return of the explanted product is not expected. No further relevant information has been received to date.

Event description:
It was reported that a low output current was observed on a m106 generator with a m3000 programming system. The generator was programmed to 3.5 ma but only delivering 3.25 ma. Impedance was within normal limits. Per an ohm's law calculation, the generator should be able to deliver at least a 3.56 ma (3.5 ma setting output current) based on generator specifications. Per review of the internal data of the generator, the magnet mode and normal mode output current was both set to 3.5 ma since date of implant. However, both the peak output current of the last normal and magnet mode stimulations was 3.25 ma upon interrogation. This indicates that the low output current is not due to a software error or interrupted diagnostics causing a false low output current as it has is occurring consistently with interrogation and diagnostics. With the same max output delivered - 3.25 ma. It is known that sometimes the generator tests that the programmed output current is unable to be delivered despite the absence of system constraints (e.g. Device failure, high impedance etc.). When the combination and of output current and lead impedance approach the maximum output voltage there will exist conditions where the diagnostic information indicates that the output current is not delivered when it actually is being delivered. This occurs because how the generator calculates whether it can deliver is an approximation: variability in the pulse and monitor outputs of the asic. Variability in the comparator threshold of the microcontroller. Variability in the resistor values for the network that sets the thresholds the low output current observed may be consistent with the above issues; however analysis of the generator is needed to confirm the generator is functioning as intended. The device history records of the m106 generator were reviewed. The generator passed final functional and quality specifications prior to release for distribution. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.